Manufacturer narrative:
The t:slim g4 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 325 mg/dl. During troubleshooting with tandem technical support, review of pump data revealed multiple incomplete bolus alerts, because the customer had not completed the requested bolus. Tandem technical support guided the customer through the process of delivering a bolus and the customer confirmed via the pump data that the bolus was completed.